Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose at the time of event was 33 mmol/l. Current blood glucose was unknown. The customer did not experience any symptoms such as positive results in ketones, difficulty in breathing and nausea a result of high blood glucose. Customer was in emergency room. Customer was feel ok for troubleshoot. Customer did not use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.